Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A nurse at a user facility reported that a peritoneal dialysis (pd) patient had expired. The cause of death is unknown. There is no information indicating that the patient was performing pd treatments with fresenius products at the time of death. No other information related to the circumstances surrounding the patient's death has been received. There has been no allegation of defect or malfunction against any fresenius product. No further information has been made available at this time.

Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.